Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3387-40, lot# j0333802v, implanted: (B)(6) 2003, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387-40, lot# j0333858v, implanted: (B)(6) 2003, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
It was reported that during pre-operation for a bilateral implantable neurostimulator (ins) replacement, the right ins showed high impedance values of 40,000 ohms for contact 0 and case along with the bipolar configurations involving contact 0. The bilateral replacement still occurred and impedance had continued to read over 40,000 with the new ins. The patient was not using 0 for therapeutic setting and the healthcare professional had not felt the need to investigate further since the 0 contact was not being used. The issue was not resolved. Reference manufacturer's report number: 3004209178-2015-13705.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: implantable neurostimulator; product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator; product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 3387-40, lot# j0333802v, implanted: (B)(6) 2003, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3387-40, lot# j0333858v, implanted: (B)(6) 2003, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 37602, serial# (B)(4), product type: implantable neurostimulator; product ID 37602, serial# (B)(4), explanted: (B)(6) 2018, product type: implantable neurostimulator; product ID 37602, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator; product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 3387-40, lot # j0333802v, implanted: (B)(6) 2003, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that both of the patient's ins's were replaced today due to normal battery depletion. The rep reported that the right ins continued to show an open circuit with c & 0 showing at 5,028 ohms. The rep reported the ins was replaced, and the replacement ins continued to show an open circuit with contact 0. The rep reported that the open circuit did not impact the therapeutic settings. The rep reported that the left ins at replacement also showed high impedances with the 0 contact, reading 3,182 ohms. The rep reported that the impedance continued with the replacement ins. The rep reported that the high impedance did not impact the patient's settings and the patient was doing well with therapy. No further patient complications have been reported as a result of this event.